Manufacturer narrative:
(B)(4). We received one used (full filled) easypump ii lt 270-135-s without packaging. The received sample was subjected to a visual examination. Damages or other deviations were not detected. In 'as-received' condition, the white clamp is closed and no wing cap is on the lla-cone of the patient connector. Furthermore we detected no crystallized drug residues at the lla-cone of the patient connector. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). In addition a functional test, respectively a leak test, was carried out. After waiting for a while the pump worked (solution was running). Furthermore the received sample was taken to a flow rate test. Nominal: 2 ml/h; actual: 1.1 ml in 1 h; 2.8 ml in 2 hrs; 4.4 ml in 3 hrs. The sample is not within our specification. Hence, we assess this complaint to be justified. We have informed our manufacturing department accordingly. No further measure can be taken as the production site (bmpth) of the complaint batch is no longer in service. Reviewed the device history record of bmpth in our mya sap system and there were no defect encountered during in process inspection and final control inspection.

Event description:
As reported by the user facility ((B)(4)): no flow. Easypump ii 27-135 was filled in by total volume of 216ml of 5fu+ nacl on (B)(6). It was supposed to be empty within 108 hours (4,5 days). Today, (B)(6), easypump had been returned still full of liquid. Clamp is opened, closing cone of tubing is removed, anyway there is no flow observed from the tubing. Seems a blockage occured, which does not allow pump to perform it's function. After putting on the wage a weight of pump of 279g has been fixed today, on (B)(6). Patient did not receive his dose of cytostatic drug (5fu).